Event description:
International affiliate reported that a pt presented with a granuloma at an unk time following strabismus surgery. The pt was returned to surgery for suture excision approx six months after the original surgery.

Manufacturer narrative:
H6:conclusion: no conclusion can be drawn at this time.